Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the probable cause as a defective sample drain valve. The fse replaced the sample drain valve to resolve the issue. Section a2, a4 and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case- (B)(4).

Event description:
The customer reported the generation of erroneously low patient results for multiple analytes on their au480 clinical chemistry analyzer. The customer did not specify the affected analytes. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.